Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured august 24, 2016 ¿ august 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume folfusor delivered an infusion to a patient in 24 hours instead of the intended 46 hours. The folfusor¿s maximum fill volume was exceeded with 89 mls of 5fu (fluorouracil) diluted with 92 mls of nacl 09% (sodium chloride) and 2 mls of nacl 09% for a total fill volume of 183 mls. The folfusor¿s maximum fill volume is 130 mls. There was no patient injury or medical intervention associated with this event. No additional information is available.